Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent an unrelated surgical procedure without setting their ipg into surgery mode prior to the procedure. In turn, the patient's ipg was deemed inoperable following the procedure. Troubleshooting was unsuccessful. As a result, the patient may undergo surgical intervention to address the issue.

Event description:
Follow-up revealed the patient's ipg was explanted and replaced. Surgical intervention addressed the patient's issue.